Event description:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on december 21, 2023.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, resulting in exposure of the implant and infection. Subsequently, the infection was treated with oral antibiotic for a duration of ten days.